Event description:
Trapeze attached to headboard of bed came apart which caused the headboard of the bed to detach from the bed frame. This put the mattress in a declining position which caused the resident to fall into a head down position. This may have caused them to choke on their own sputum.